Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated. Upon visual inspection, it could be observed that the anchor is broken, no signs of bendings can be observed. The shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device lot number: 8l67369, and no non conformances were identified. A manufacturing investigation was performed; as a result, there is a 100% control at different stages of production. Anchor tightening, by a torque meter + anchor/shaft assembly + anchor/shaft gap with a measuring gauge. Also, 100% visual control: check that no degradation on the suture and on the anchor is present. There has been a closer look on the in-process controls. The results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the document reviewed. The sample was deeply reviewed by scanning electron microscope (sem); as a result, the sample shows evidence of mechanical damage. Additionally, figures 3 suggests that an excessive force was applied to the tip, and it was levered in one direction during the insertion, since the material appears seems to slide in one direction due to the damage found in the broken section, refer to figure 3. Please review attachment isr-11152022-0215-1. Based on the results, this complaint cannot be confirmed. The device does not have any sign of bending and the device was not returned in its original packaging. A possible root cause for a broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; bending force may was applied when inserting the anchor. As per IFU; do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that before an unknown surgery on (B)(6) 2022, it was observed that the anchor on the lupine loop plus anchor w/orthocord device was deformed and then it broke with a touch. During in-house engineering evaluation, it was determined that the anchor was broken and had no signs of bending. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.